Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that it's been about a week already, they have noticed a lot of leakage. Patient thought they would do an adjustment and used their programmer but when they tried to turn it on today, they saw a message that said: por . Patient will contact their doctor if they are still there. Patient was redirected to hcp. No further patient complications are anticipated or expected as a result of this event.